Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- clinical report states: dislocation - initial doi: (B)(6) 2008 - dor: none reported (right hip). **update** (B)(4) 2013 - the complaint has been reopened and updated from MDR-no to MDR-yes because the patient was revised on (B)(6) 2013 to address poly wear and dislocation. The poly wear was not mentioned in the original report.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update (B)(4) 2013 - the complaint has been reopened and updated from MDR-no to MDR-yes because the patient was revised on (B)(6) 2013 to address poly wear and dislocation. The poly wear was not mentioned in the original report. Dor (B)(6) 2013. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with (B)(4). No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.